Event description:
As reported by the (B)(4) study, the patient underwent revascularization of the right internal carotid artery approximately eight months after the index procedure. The target lesion was located in the right internal carotid artery. The lesion was described as non-thrombosed, 10mm in length, 70% stenosed, with moderate calcification. The reference vessel was 6.0mm in diameter and mildly tortuous. No pre-dilation was performed. A 7mm angioguard rx was successfully deployed beyond the target lesion. An 8x30mm precise pro rx was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 10%. No air bubbles were present. The patient left the angiography suite with no neurological deficit. Eight months after the index procedure, the patient underwent repeat carotid revascularization of the right internal carotid artery. Treatment details were not provided. According to the investigator, the event was not related to cordis product or the index procedure.

Event description:
Additional information received reporting the patient underwent repeat carotid revascularization of the precise pro rx stent implanted in the proximal right internal carotid artery one year after the index procedure. The event was related to cordis product. No further information was provided

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a 7mm angioguard rx. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received stating treatment for the restenosis in the right internal carotid artery (ica) included stent graft placement with balloon angioplasty to the proximal right ica stenosis. This involved the distal previously stented segment of his right ica. The procedure was successful and the patient had no neurological changes. The stent implanted was not cordis product. The patient is currently doing well with no adverse events at the time of discharge or at the time of the follow-up phone call on (B)(4) 2011. The patient was seen at the office for follow-up on (B)(6) 2011 and was doing well.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Additional information was received.

Manufacturer narrative:
.

Manufacturer narrative:
As reported by the (B)(6) study, the patient underwent revascularization of the right internal carotid artery approximately eight months after the index procedure without placement of an additional stent. The restenosis occurred within the distal portion of the previously placed precise stent. Treatment details were not provided. According to the investigator, the event was not related to cordis product or the index procedure. The initial target lesion was located in the right internal carotid artery. The lesion was described as non-thrombosed, 10mm in length, 70% stenosed, with moderate calcification. The reference vessel was 6.0mm in diameter and mildly tortuous. No pre-dilation was performed. A 7mm angioguard rx was successfully deployed beyond the target lesion. An 8x30mm precise pro rx was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 10%. No air bubbles were present. The patient left the angiography suite with no neurological deficit. The patient does have multiple vascular risk factors including continued nicotine dependence. Patients medical history includes right sided carotid endarterectomy, hyperlipidemia, smoking, coronary artery disease, hypertension, contralateral carotid occlusion and previous non-cordis stent implantation on right side. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Manufacturing records for lot 15041757 were reviewed under (B)(4) by ndc representatives and the product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 23543 and stent lot numbers 511135, 511134, 510355 and 510631; and the results indicate that the stent shipped meets specified release requirements. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The restenosis occurred within the precise stent in the distal portion. The restenosis was treated with 6mm angioplasty with use of an angioguard. No additional stents were placed. The stent that was previously implanted on the right side in 2005 was not cordis product. There was no indication in the procedure report there was any distal disease left untreated after the index procedure. There was no documentation in the index procedure report regarding whether there was good wall apposition of the previously implanted precise stent. The patient was followed-up on (B)(6) 2010 and experienced no complications after his procedure. He remained asymptomatic of his carotid disease with no transient ischemic attack (tia) or cerebral vascular accident (cva) like symptoms. His carotid ultrasound at 30 days post-procedure suggested 70-79% stenosis in the recently treated right internal carotid artery (ica). This was an improvement from his pre-procedure ultrasound which estimated 80-99% stenosis of the right ica. The patient does have multiple vascular risk factors, including continued nicotine dependence.